Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self-test performed on (B)(6) 2022 confirmation testing¿s were performed in a hospital (platform: unknown, non-abbott test) generated a positive result no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 212236 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 212236, test base part number test device 195-430h / lot 209500. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 212236 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have been related to the specific patient sample. H3 other text : device discarded, single-use device.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self-test performed on (B)(6) 2022. Confirmation testing¿s were performed in a hospital (platform: unknown, non-abbott test) generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single-use device.